Manufacturer narrative:
Additional devices implanted and/or related to this event: plc181000/13534887 and plc181200/14904309 UDI: (B)(4).

Event description:
On (B)(6) 2016, the patient underwent endovascular treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. On (B)(6) 2017, follow-up computed tomography (CT) imaging identified a proximal type I endoleak with aneurysm enlargement. According to the report, the aneurysm has expanded to a diameter of 7.2cm (reference diameter prior to original case unknown). It was reported the trunk-ipsilateral leg component (rlt351414/15178053) has not loss circumferential apposition to the aortic wall and has maintained a position directly below the renal arteries (above information reported in event (B)(4)). On july 31, 2018, it was reported that on (B)(6) 2018, the patient had all gore® excluder® aaa endoprostheses (rlt351414/15178053, plc181000/13534887, and plc181200/14904309) explanted at (B)(6). The patient tolerated the procedure and is doing well.